Event description:
Patient presented to the emergency department with an infection at the neck incision site. Surgeon brought the patient into the or and explanted the entire inspire system. Patient was prescribed antibiotics after the procedure was completed.